Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast cancer, deflation, chest injury, surgical intervention. Concomitant medical products: a mentor smooth round moderate profile 425cc , catalog number 3501670 , serial number (B)(4) , lot number 5800811. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 425cc and suffered from breast cancer and deflation on the right breast. The patient had mammograms and ultra sound, as well as a needle biopsy in (B)(6) 2019. The patient is unsure the deflation took place because of the testing she had been getting for the cancer of the right breast. As a result, the patient had undergone removal without replacement on (B)(6) 2020.

Manufacturer narrative:
On 2/11/2020, the manufacturing record evaluation was performed for the finished device 5794086 number, and no non-conformances were identified. On 2/18/2020, during visual evaluation of the device, it was observed with no apparent damage. Leak testing was performed and it revealed there was leakage from the valve. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The second product received (product code: 3501670 and lot number: 5800811) is a concomitant device, therefore no further analysis is required. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).